Event description:
It was reported that the patient with this right ventricular (rv) lead indicated they have a leaky valve. The patient reportedly had fallen two years prior to the call and broke a rib, which they felt might have caused the lead to move from the original implant position. An echocardiogram was performed and the doctor felt like the valve is not leaky but the presence of this rv lead is impeding proper valve function. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).